Event description:
It was reported that the patient experienced chest pain. It was also reported that during use the atrial lead exhibited intermittent far field r-wave (ffrw) oversensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.